Event description:
As reported: the patient "experienced a peri-prosthetic fracture of the femur after a fall. The stem and head were revised to cables and a restoration mod and a 36+5 head." Spoke to rep: no allegations against the revised devices.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.